Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the reported lot number is unknown. Investigation summary: the catheter was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the tube of the catheter was received with a strong kink at one centimeter from the tip. It can be confirmed that the helix was found broken inside the catheter at 20.5 cm from the tip of the catheter. However, the investigation is not confirmed for the reported failures. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: b5, h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the calcified left superficial femoral artery via the right femoral artery by crossover approach, the catheter allegedly could not be rotated. It was further reported that the connection of rotator and the catheter was allegedly found to be kinked. The procedure was completed using another treatment method. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure via right femoral artery by crossover approach, the catheter allegedly could not rotate. It was reported that connection of rotator and the catheter was allegedly found to be kinked. The procedure was completed using another treatment method. There was no reported patient injury.